Event description:
This event was reported by the patient, who stated that they developed nodules after an injection of radiance. They said the nodules were surgically removed, but they would not say who injected or removed the radiance. When this report was received co could not confirm any of the information as reported. In 2004, the patient reported that they were initially injected by dr. They said the radiance was surgically removed by another doctor, who also injected the patient with radiance. Co confirmed the information with second doctor office and determined that it was appropriate to file an MDR regarding this event.